Event description:
The user facility reported that a tr band was applied to a patient post cardiac catheterization procedure from access of the right wrist. The tr band could not hold air and deflated on its own without the use of the syringe. Another tr band was used which also had an issue. There was minimal bleeding from the access site as the providers were able to hold manual pressure to right radial artery. The procedure was a left heart catheterization. The estimated blood loss was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 12jan2024: there was 12ml's of air injected into the tr band when applied. The tr band deflated almost instantly. The patient was stable. The procedure was completed successfully. Manual pressure was applied until the third tr band was applied.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 1118880-2024-00003.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).